Event description:
This device displays invalid data error. This also occurred on (B)(6). Patient often crosses the border and gets patted down. He also uses a tablet on his chest, which he was asked not to do. 9/24/15 - device showing error: "diagnostic interrogation not successful due to invalid data" and the rep states this is the third time this has happened. 10/6/15 - after receiving additional information, it was decided these events should be reported to the FDA.

Manufacturer narrative:
We received additional information on the analysis: the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data was evaluated revealing the detection of invalid memory content. It is reasonable to assume that this observation led to the clinical event. It was reported that a re-initialization of the device was successful. The follow-up data obtained after the re-initialization of the device were inspected and did not show any abnormality. Based on the information available, the pacemaker is working as expected after the re-initialization. In summary, the device under complaint was not returned for investigation. The review of the quality documents confirmed a regular device manufacturing. Based on the information available for analysis, it is reasonable to assume that the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields should be taken into consideration.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.